Event description:
It was reported by the purchasing agent that the hp052 gets very hot during cases and then stops working in the middle of the procedure. It will work again once it has a chance to cool off. They have been using either the cs14c or lcsc5 blade. Another handpiece is used to complete the case. There was no consequence to the pt.